Event description:
It was reported that the tip of the tap splayed while in use. The tip did not break off. Another tap was used to complete the surgery. Although the instrument was used intra-operatively, no patient complications were reported.

Manufacturer narrative:
(B) (4): the product was returned for evaluation. Visual examination found the tip of the instrument is cracked and splayed. It appears that the crack started from the thin cross-sectional area of the tip and propagated approximately 4mm. The failure is consistent with the off-axis use of the instrument with the guidewire. A review of the device history records did not identify any applicable nonconformance to specification.